Manufacturer narrative:
Additional medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a curved rubber sleeve. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a curved rubber sleeve. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the rubber sleeve being misaligned and causing the non-patient end needle to protrude (side-pierced) was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the rubber sleeve being misaligned and causing the non-patient end needle to protrude (side-pierced) was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a curved rubber sleeve. No report of injury or medical intervention. No report of blood exposure to mucous membrane.